Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen which affected the ability to read the screen. The customers blood glucose level was unknown at the time of incident. Customer stated that the insulin pump also squirted out during priming. Customer reported that the pump rewinds louder during rewind and had random unexplained no delivery alarm. Customer states that the insulin pump has hairline fractures at the battery cap area. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).